Event description:
It was reported that the patient was dissatisfied with his inflatable penile prosthesis (ipp) as he did not can operate the device. The device was removed and replaced with an ambicor penile prosthesis (app). The explanted ipp was placed six years ago. No information about the patient's outcome was provided. No more information is available at the moment. Additional information received. There was no any device malfunction. The patient is recovering form surgery.